Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the femoral hemodialysis catheter of the patient broke at day 5, after implantation. It was stated that it broke on the blue path, just below the connection to the hemodialysis line and blood leakage was observed. The patient lost some blood but there was no blood transfusion required due to the blood leakage was very low (a few millimeters) and it was discovered immediately. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the catheter was received. The distal end of the catheter was cut. A functional evaluation performed which included submerging the catheter into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut at the distal end of the catheter may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.